Event description:
During a customer information center (cic) incoming call to olympus, it was discovered that the water filter had not been replaced in the endoscope reprocessor since delivery on (B)(6) 2020. The customer inquired to cic about the cleaning time increasing from 18 minutes to 19 minutes and it was discovered the filter was not replaced. Concentration checks were carried out on the chemicals and their effectiveness has been confirmed. There was no report of patient harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to the user not thoroughly reading the instruction manual and effectively managing the replacement of a water filter. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The oer-4 instruction manual provides the following:chapter 7 routine maintenance, 7.2 replacing the water filter (maj-2318). Replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Replace the water filter according to the procedure described below. Olympus will continue to monitor field performance for this device.